Event description:
The customer contact reported that the pt received more medication than intended. At approx 0000, the primary line of the pump was programmed to deliver an unspecified concentration of sodium chloride at a rate of 75ml/hour, with vtbi (volume to be infused) of 1000ml, and the delivery was started. At 0330, the nurse noted the solution bag was empty and the pump displayed the volume infused of 530ml. It was reported the pt "tolerated" the normal saline. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical use. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The pump history was printed at the mfg facility. The pump history indicated that the pump continued to be in use after the reported event time range of 0000 - 0330 on 12/09/2009. All data from the reported event date prior to 1304 on (B) (6) 2009, was overwritten by the newer info. (B) (4)